Event description:
Related manufacturer reference number: 2017865-2021-40525. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also reported that device interrogation revealed noise oversensing, inappropriate mode switch, p-wave amplitude variation, low pacing impedance, and insulation damage on the atrial lead. On (B)(6) 2021 the physician elected to cap and replace the atrial lead. The patient condition was stable.